Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms due to the pump overheating while connected to a power source. The pump was not exposed to abnormal temperature conditions. Customer¿s blood glucose level was not impacted. Reportedly, the customer had insulin pens as alternate insulin therapy.